Manufacturer narrative:
Once the device is analyzed, a follow-up report will be sent with the findings.

Event description:
Kiwi breaks up during delivery the cup part was caught on the child's head (the child was not born yet) and the hose+ handle was left in the hand of the leader in the middle of the operation. The removal of the cup was painful and painful birth for the baby while the vacuum was in the cup while the hose and the handle were removed. The operation was not difficult (it did not have to be exceptionally hard). With a new cup, the child was born without problems.

Manufacturer narrative:
We have completed our investigation into the stated complaint and can confirm that for the returned device the cable was detached from the cup. A portion of the plastic that the cable connects to in the cup was visible in the loop of the cable indicating that excessive force may have been applied during pull. When the device breaks in such fashion; it will lose vacuum and the cup will detach from the head. Attachment: (B)(4).

Event description:
Kiwi breaks up during of delivery. The cup part was caught on the child's head (the child was not born yet) and the hose + handle was left in the hand of the leader in the middle of the operation. The removal of the cup was a painful and painful birth for the baby while the vacuum was in the cup while the hose and the handle were removed. The operation was not difficult (it did not have to be exceptionally hard). With a new cup, the child was born without problems.